Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-008-c which included inspection of the suction arm on affected models pursuant to predefined inspection criteria (qs-397). The objective of the inspection was to locate part c255-ab171 (suction arm) and verify it is not loose. If part c255-ab171 (suction arm) is found loose, the device was considered to fail the inspection criteria. The customer device was previously returned to pentax medical from a customer on 14/sep/2017 for service. Inspection of the suction arm was performed on 15/sep/2017 where the quality control inspector found the following: hole in # 1 remote control button cover. Distal body chip at channel opening at thinnest part. Failed wet leak test. Lightguide prong cover glass set loose. Customer complaint not stated. Failed dry leak test. Suction arm loose. Fluid invasion not observed in pve connector. Fluid invasion not observed in control body. (B)(4) not applied. Leak at # 1 remote control button cover. Inspection of the suction arm was performed and the device failed the inspection criteria. The scope's repairs were performed where the loose suction arm was correction, and the unit returned to the user on 13/oct/2017. Parts replaced: o-rings and seals. Remote control button(1)pb_free. Insertion/s-nipple attaching screw. O-ring(1.25x3.5). Suction connection tube. O-ring(1.2x3.5).